Manufacturer narrative:
(B)(4).

Event description:
It was reported that during 3 previous device checks, noise was observed on the rv lead. Patient was asymptomatic. The lead was explanted and replaced. Patient was fine during and following the surgical procedure.